Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown unk - veptr ii/unknown lot number. Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4): it was reported that the patient developed proximal junctional kyphosis which required revision surgery to remove hardware. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in device report from synthes on an event in (B)(6) as follows: it was reported that on (B)(6) 2011 an initial surgery was on a (B)(6) male patient for left side of t5-l4 and (size 9) vertical expandable prosthetic titanium rib (veptr) and right side of t5-l4 and size is (size 10) veptrii. On (B)(6) 2012 replacement surgery was performed left side of veptr (6 extension). On (B)(6) 2015, replacement surgery was performed right side of veptrii (2 extension). In (B)(6) 2015, the patient had proximal junctional kyphosis. On (B)(6) 2016 the surgeon performed the last fixation to t2-l1 and removed both right and left of hybrid type. According to the surgeon couldn't identify the cause veptr or veptrii. On (B)(6) 2016 (date of event) the patient had proximal junctional kyphosis. Complaint involves 2 parts this report is 2 of 2 for (B)(4).